Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the small nut with the prismatic light deflector fell off. The consultant surgeon conducted a comprehensive check of the oropharynx, larynx, and trachea to ensure that there was no foreign body left behind. Additionally, a chest x-ray was also taken to ensure that nothing remains in the patient's cavity. However, due to the fact that an x-ray was required to confirm that no parts remained in the body (additional medical intervention), this case is deemed reportable.